Event description:
A home pt's (hp's) spouse contacted baxter's technical service ctr regarding a leak that appeared from the pt line while using the homechoice (hc) machine during dwell 1. The hp's spouse requested to end therapy. The tech service rep (tsr) assisted the hp's spouse in ending therapy and advised her to start over with new supplies. The hp's spouse also stated she believed the leak was caused by the family cat chewing through the pt line. Per the hp's nurse, the hp was hospitalized for chest pains and then diagnosed with peritonitis four days later. He hp was released from the hosp and then rec'd hospice care for end stage cardiac disease. The hp was being treated with fortaz. Twelve days later,the nurse stated that the hp was no longer being treated for peritonitis.

Manufacturer narrative:
Proper procedure was not reviewed with the hp since the hp was no longer using the homechoice machine and was receiving hospice care.